Event description:
Litigation papers allege bilateral patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. Update: (B)(6) 2011 - the revision surgery (right hip) was reported by sales rep. The patient was revised to address fluid collection and pseudotumors. Update: 5/25/2012 - patient fact sheet was received. Part/lot information for the left hip was received. Revision date provided for the left hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.